Manufacturer narrative:
.

Event description:
Customer reported an error message "ECG error. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A philips field service engineer (fse) reported an "ECG fault" error message. No patient involvement was reported.